Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: cap con iii-IV. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: pc - (B)(4).

Event description:
It was reported that a 52-year-old non-hispanic female who underwent a breast augmentation revision with a mentor memorygel, 500cc silicone prosthesis experienced bilateral symptomatic ruptures and bilateral capsular contractures grade iii-IV post procedure. The issue was diagnosed through MRI examination. The patient had bilateral capsulectomies in year of 2001 . At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This report relates to the right prosthesis.

Manufacturer narrative:
Additional information received on october 18, 2023, stated that the patient underwent bilateral replacements with right 3506001bc sn (B)(6), left 3506001bc sn (B)(6). Reason for device explant and/or reoperation: bilateral symptomatic ruptures and bilateral capsular contractures grade iii-IV. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information received on october 30, 2023, indicated that both implants were discovered to be intact during the surgery. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Suspect device received on november 13 2023 device evaluation completed on november 15 , 2023: according to the information reported, the patient developed capsular contracture and had bilateral capsulectomy. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the sm mpp gel 500cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4). Follow up: (1 ) missed reporting the removal date of (B)(6) 2023 in section h10.